Event description:
It was reported when the patient presented via presented via remote transmission, upon review of session records, it was noted that there was an inappropriate shock delivered on (B)(6) 2016 during a procedure involving cautery. No intervention was undertaken. The patient was stable and will continue to be followed normally.